Manufacturer narrative:
It is unknown if the consumer followed labeling found in the user manual part no. (B)(4). On page: 9 re: safety/handling of powered scooters: "safety and handling" of the powered scooter requires the close attention of the user. This manual points out the most common procedures and techniques involved in the safe operation and maintenance. It is important to practice and master these safe techniques until you are comfortable in maneuvering the powered scooter. Use this information only as a "basic" guide. The techniques that are discussed have been used successfully by many. Individual users often develop skills to deal with daily living activities that may differ from those described in this manual. Invacare recognizes and encourages each individual to try what works best for him/her in overcoming obstacles that they may encounter; however, all warnings and cautions given in this manual must be followed. Techniques in this manual are a starting point for the new powered scooter user with "safety" as the most important consideration for all. On page 26 re: operating the powered scooter. There are 9 steps. Step 8 specifically addresses the throttle control and may have been related to this event. Lynx l-3 & lynx l-4 scooters: before operating the powered scooter, review control panel on page 24. Charge the batteries. Refer to charging the batteries on page 42. Install the batteries. Refer to removing/installing the battery box on page 39. Transferring to and from the seat can be accomplished in one of two ways: flipping up the armrest makes entering/exiting easier. Rotating seat to the direction of transfer. Refer to adjusting 90° seat swivel on page 32. Once you have transferred into the seat, rotate seat to the forward position and flip arms down. Adjust the tiller to a comfortable angle. Refer to adjusting the tiller angle on page 34. Adjust speed control knob to the appropriate setting. Insert the key into the ignition and turn it to the on position. Warning: always depress the throttle control lever gradually. This will ensure smooth safe starts. To operate the scooter, depress the throttle control lever in the following manner: to move forward - push the right side throttle control lever (away from the user) or pull the left side throttle control lever towards the user). To move in reverse - push the left side throttle control lever (away from the user) or pull the right side throttle control lever (towards the user). To stop - release the throttle control lever and the powered scooter will quickly slow down and the brake will engage.

Event description:
The consumer was sitting on the scooter and when he turned the unit on, it allegedly took off on its own. No serious injury is alleged.